Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted before patient use. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) - the device was manufactured october 04, 2013 - october 05, 2013.the device was received for evaluation. Visual inspection revealed a black mark on the reservoir of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.